Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the malfunction may have been caused by usage stress, external factors, or handling. The event can be detected/prevented by following the instructions for use (IFU) which state: gif-1200n operation manual [chapter 3 preparation and inspection_3.8 inspection of the endoscopic system]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had an e315 scope error code. The issue occurred during inspection for use for a diagnostic procedure. The procedure was completed with a backup device. There were no reports of patient involvement.